Manufacturer narrative:
H4: lot manufacture date: january 24, 2020 - january 28, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection using the naked eye showed a deflated bladder and no evidence of fluid was observed inside the bladder. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) did not flow. This was identified during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.